Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2008-00454 for a description of the second event. A hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a 63 year old male patient (weight unknown) in 2008. According to the complainant, "[t]he hydrophilic tip fell off inside the duodenum. The tip was retrieved using a rotatable snare [manufacturer unknown]." A second hydra jagwire guidewire was used to continue the procedure.

Manufacturer narrative:
The suspect device was not returned; therefore, a device evaluation is not available, and the cause of the reported tip detachment is undetermined. A search of the complaint database revealed that no additional complaints have been reported for this lot. The april 2008 15-month hydra jagwire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.